Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional info has been requested. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a pt had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info has been requested.